Event description:
Device was implanted in 1997, and explanted in 2001. The graft was explanted due to enlarging aneurysm with no leak found on CT. Branch flow was present at discharge. At discharge and 6 months, aneurysm was 51x48mm. There was no evidence of increase in aneurysm diameter until 36 months when it was 60mm x 59mm. The device was explanted: retroperitoneal access was made via the patient's left flank. When aneurysm was exposed, the physician noted that a hook could be seen through the aortic wall on the left lateral aspect just distal to the renal artery. The physician monitored the sac pressure and placed a transducer in sac. Systemic pressure was present. There was no fresh blood present when the sac was excised. The sac contents were removed and the ancure graft was exposed. The graft appeared clean and rather pristine. No leak was detected at either the proximal or distal attachment sites. The middle section of the graft was removed and two 12f pruitt aortic occlusion balloons were placed into each common iliac. A vascutech gelsoft & dacron graft was sewn to the proximal and distal ancure graft. Felt strips were placed around the anastamosis to provide seal and promote thrombosis. The incision was closed and the patient will be monitored.